Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As it was reported a piece of the interior of the guiding sheath sheared off. No additional information was available at the time of this report.

Manufacturer narrative:
Initial description of event: it was reported a piece of the interior of the guiding sheath sheared off. Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: "precautions: the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. When inflating a balloon at, or close to, the introducer tip, ensure the balloon is not inside the distal tip of the introducer. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. One used flexor raabe guiding sheath was returned for investigation as well as a separated segment of the inner trnt liner. The visual inspection of the sheath tubing appeared kinked/flattened 23 centimeters from the proximal end. At 42.4 centimeters from the proximal end, the sheath tubing appeared to be pinched. Additional compressions were noted immediately proximal to this. An endigo magnifier was used to examine the inner lumen of the sheath tubing. Delamination was observed at the proximal end of the tubing and was found to continue all the way to the distal end of the tubing. It is feasible to suggest a device used in conjunction with the sheath tore the tnrt lining either during insertion or removal of the device within the sheath. However, it is unclear whether the root cause of this issue is related to the procedure, user technique, other devices, or the patient's pre-existing condition. Therefore, a definitive root cause for this occurrence cannot be determined. When this report was initially received cook requested additional information regarding whether or not any portion of the inner sheath that sheared off remained in the patient's body and whether any additional procedures were required due to this occurrence. The customer was also asked additional information what device was being utilized through the sheath in question and when the separation occurred. No information was received concerning the request for additional information. A "physician dictation" document was forwarded and is attached to this report. Cook has requested additional information concerning left big toe and right lateral foot gangrene, whether or not patient had to have additional procedures related to the gangrene or the event in question, and current patient condition. Cook will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. We will continue to monitor for similar complaints.

Manufacturer narrative:
Additional information was received regarding this report. The sheared off portion of the device did not exit the device. No portion of the device remained inside the patient. No surgical / medical intervention was required and the patient did not experience any adverse effects due to the reported event. The piece of inner sheath that was sheared off was found when a phoenix device had difficulty passing through the device implicated in this report. The patient's left big toe was amputated due to tissue loss as a result of peripheral artery disease (pad). It is unknown when the amputation of the left big toe was performed. There were no adverse events during the procedure and the patient has had no health issues related to the event.